Event description:
It was reported that housing was opened during surgery, nothing fell on the surgical site. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The customer comment was confirmed. The delrin ball was confirmed to be missing from battery housing during evaluation. Based on similar complaints, possible causes of a missing delrin ball include wear and tear, mechanical damage to the delrin ball that can cause it to shatter, or degradation of the delrin ball due to extended autoclaving.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that housing was opened during surgery, nothing fell on the surgical site. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.